Event description:
Incident as reported. Catheter balloon was checked before being placed inside of the artery. Tip of catheter was inflated inside of left femoral artery. When the catheter was pulled out, the balloon tip was no intact. The surgeon performed an angiogram and x-ray at the end of the case."

Manufacturer narrative:
This incident was not reported to applied medical. We received medwatch report and have rep contacted the hospital for more information and also to request the return of the event sample for our investigation. A follow-up report will be sent upon completion of the evaluation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.